Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: during investigation, the pump powered up to a blank display. The pump was opened to find moisture on the display flex connector. A test display was installed and functioned properly. Unrelated to the original complaint, the battery compartment was cracked from below the grip pad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.